Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft bend/kink and shaft separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left circumflex. The 3.5x12 mm xience v stent delivery system (sds) was unable to cross the lesion. Several attempts were made to cross using force; however, this resulted in a kink in the proximal shaft. The sds was retracted with some resistance felt and it was observed that the hypotube was separated into two parts, with the distal segment still in the patient. The distal segment was removed with a capturing device successfully. A non-abbott stent was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.